Event description:
During a clavicle plating procedure, surgeon installed the plate and was drilling to insert the last screw when he hit a vascular vein bundle. Surgeon immediately called in a vascular surgeon. In the interim, surgeon inserted the last screw and completed the procedure. The pt started bleeding out, coded and was revived. The vascular surgeon repaired the damage, implant surgeon then closed the pt. The pt is doing well. Surgeon noted he placed the plate more posterior than he wanted.

Manufacturer narrative:
The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.